Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that it was taking the patient too long to charge and they had poor coupling. The patient reported they had to charge the ins up to 5.5 hours to charge ins and indicated they started off with 6 coupling bars but then it falls to nothing. No symptoms were reported. No further complication reported and/or anticipated.